Event description:
Essure lot 626976, ref ess305. Dr.(B)(6) inserted essure into me for contraception never having disclosed the presence of nickel on the coils. Over the course of time, until surgical removal in (B)(6) 2021, I developed pelvic pain, gastrointestinal disturbances, recurrent migrainous headache, skin rashes, joint pain, anxiety, depression, and suicidality. I was seen by a number of providers for these complaints to no avail. Since removal, my symptoms have nearly resolved. On a positive note, I never became pregnant. FDA safety report ID# (B)(4).